Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
It is reported that the physician intended to use the hawkone device to treat the sfa. While advancing the first device (ls) the scrub nurse engaged the thumbswitch while advancing through the sheath; however, he was unable to advance thumbswitch after attempted cleaning. At that time, a second device was opened(lx). After 1 insertion and multiple passes, it was then removed from patient and we noticed tip damage, plaque appeared to be bulging from side of device. A third device was opened (ls) device completed procedure with 6 passes but the thumbswitich did engaged during pullback; however, the catheter was full. No patient injury is reported. Evaluation summary: the device was received with the cutter driver attached and the flush tool was retracted near the strain relief. The hawkone device was visually inspected and found traces of biological material within the coiled housing distal the cutter head. The cutter head was in the forward position. It should be noted a purple ink spot was observed a vent hole of the distal assembly, also fibrous material was observed clinging to the outside of the distal assembly. The cutter head was observed and no obstruction was noted that would have contributed to difficulty retracting the cutter head. The thumb switch was pulled back and the cutter head retracted as expected. Then the thumb switch was pushed forward and no resistance was noted.